Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial under-sensing was noted on stored electrograms for both atrial and ventricular high rate episodes and since that date the atrial lead was programmed to the most sensitive setting. The ra lead remains in use. No patient complications have been reported as a result of this event.